Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tha surgery performed on (B)(6) 2019. It was reported that it was detected that a fracture around the stem (p/n: 101204040) and sinking the stem when the patient complained the pain after the tha surgery. Although there was a possibility for the revision surgery to be preformed by replacing the stem or wiring the femur, there was no information about additional surgery at the time of (B)(6) 2019. As dr¿s view: it was considered that the cause of fracture occurrence was the stem was might be too bigger than the tri-lock broach when compared. Possible cause: there was a possibility that the patient's femur was originally vulnerable due to osteoporosis and the like. No further information is available.